Event description:
The customer reported that intermittently the system displayed a potentiometer iris control error message and the collimators were not working. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The end stops for the iris aperture were calibrated. The system was tested and found to be working as intended and put back into service.